Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire and a non-bsc guide extension catheter crossed the lesion, a 4.00x32mm promus premier(tm) drug-eluting stent was advanced to treat the lesion. However, during the procure, the stent got caught on some calcium and a non-bsc guide extension catheter and the stent was dislodged from the balloon delivery system. A balloon catheter was then advanced over the same guide wire and was able to get through the stent and deployed the stent in the lad. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.